Manufacturer narrative:
Exact date unknown; approximately 3 years prior to explant on (B)(6) 2016. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: april 25, 2012. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screw had been implanted for about three (3) years. When the surgeon tried to remove the screw during a universal degen screw removal procedure, it did not move like a fixed angle screw and the surgeon had difficult removing the screw. There was a ten (10) minute surgical delay and the patient needed additional bleeding control; however the procedure was completed successfully and the patient's status was reported as stable. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: the received universal degen screw is an assembly of four parts: the dual core screw (B)(4) with on round head mounted uds body (B)(4) and inside parts sleeve (B)(4) and bushing (B)(4). The universal degen screw is still in assembled condition but because of wear and tear and the compressed bushing (B)(4) the whole head assembly is very loose. This possibly describes the received event information that ¿the screw head did not move like fixed angle screw¿ as the head movability on a new universal degen screw is much more rigid. Nevertheless the event description cannot be associated with the condition of the received screw. All components show worn off areas. Especially the bushing (B)(4) shows marks and was compressed and its outside diameter therefore got reduced and is the main reason of the loose head assembly. The double t25 stardrive recess in the dual core screw (B)(4) is partially damaged. It is unknown if the damage occurred during the insertion surgery three years ago or during the removal surgery in (B)(6) 2016. All damages were caused post-manufacturing as the anodization layer on all damages was abraded. Because of the damage the dimensions cannot be checked to the valid specifications anymore. The DHR review shows that the device met fully to our specifications at the time of manufacturing in april 2012. Visually there does not appear to be an issue other than the damage sustained by wear and tear and mechanical overloading. The root cause of this event is determined to be wear and tear and excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.